Event description:
The customer observed a false positive alinity I total b-hcg result generated on two alinity I processing modules for three female patients with plasma samples compared to the serum samples. The following examples were provided: patient 1 (19-year-old): plasma sample sid: (B)(6) initial result on (B)(6) = 257 miu/ml, serum sample sid: (B)(6) result on (B)(6) = <2 miu/ml, serum sample sid: (B)(6) result on (B)(6) = <2 miu/ml patient 2 (40-year-old): plasma sample sid: (B)(6) result on (B)(6) = 95.67 miu/ml, serum sample sid: (B)(6) result on (B)(6) = <2 miu/ml patient 3 (18-year-old): plasma sample sid: (B)(6) result on (B)(6) = 27.58 miu/ml, repeat plasma result on (B)(6) = 29.04 miu/ml, serum sample sid: (B)(6) result on (B)(6) = <2 miu/ml. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Continued information for section a1 patient identifier and age: patient 1 19-year-old: sid: (B)(6). Patient 2 40-year-old: sid: (B)(6). Patient 3 18-year-old: sid: (B)(6).

Manufacturer narrative:
A complaint investigation was conducted for the alinity I total b-hcg reagent, lot 73562ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows the median patient result for the lot is within established limits and comparable to other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue. Based on the investigation, there is no systemic issue or deficiency of the alinity I total b-hcg reagent, lot 73562ud00. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 07p51-21, 510k k170317.

Event description:
The customer observed a false positive alinity I total b-hcg result generated on two alinity I processing modules for three female patients with plasma samples compared to the serum samples. The following examples were provided: patient 1 (19-year-old): plasma sample sid (B)(6), initial result on (B)(6) = 257 miu/ml, serum sample sid (B)(6) result on (B)(6) = <2 miu/ml, serum sample sid (B)(6) result on (B)(6) = <2 miu/ml. Patient 2 (40-year-old): plasma sample sid (B)(6), result on (B)(6) = 95.67 miu/ml, serum sample sid (B)(6) result on (B)(6) = <2 miu/ml. Patient 3 (18-year-old): plasma sample sid (B)(6) result on (B)(6) = 27.58 miu/ml, repeat plasma result on (B)(6) = 29.04 miu/ml, serum sample sid 129182 result on (B)(6) = <2 miu/ml. There was no impact to patient management.